Event description:
The facility reported a colleague infusion pump with a malfunction where the "unit is not turing on, will not power up". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the ?unit is not turning on, will not power up? Was confirmed and duplicated during product evaluation. The root cause was assigned to an open manual tube release knob. The manual tube release knob was closed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.